Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
The pump logs indicated that a pump motor stall recovery occurred on (B)(6) 2012. Further follow-up is being conducted to obtain additional information about this event. If additional information is received, a follow-up report will be sent.

Event description:
The cause of the motor stall was unknown. The length of the stall was unknown. There was only the one motor stall recovery noted in the logs. The patient had no symptoms related to the event. The outcome was reported as ¿recovered without permanent impairment¿. The device system was delivering baclofen.